Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting premature battery depletion. The elective replacement time (ert) indicator was able to be cleared but the physician elected to explant the ipg.